Event description:
A ventilator was returned following a customer complaint that the device was failing pneumatic tests. The failure was confirmed during the service evaluation, although no specific error codes were recorded in the error log. The unit was found to have contamination in several critical airflow components, including the blower, machine flow sensor, in-line filters, and muffler. Following part replacement, the device underwent full functional testing and passed all verification checks.